Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). It was reported that the customer passed away in a hospital, in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was combination of diabetes and congestive heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed by the hospital staff. The caller was unsure how long prior to death the device had been disconnected. The caller stated that they do not have possession of the customer's insulin pump. It was reported that the customer passed away in a hospital, in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was combination of diabetes and congestive heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death.

Event description:
It was reported that the customer passed away in a hospital, in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was combination of diabetes and congestive heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed by the hospital staff. The caller was unsure how long prior to death the device had been disconnected. The caller stated that they do not have possession of the customer's insulin pump.